Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the reported entrapment of device (clip caught in anatomy) appears to be related to procedural conditions as it was reported that septal leaflet was barely visible on imaging when attempting to grasp. Before release, it was thought that anterior and septal leaflet were properly grasped. However, after release it was clear that the septal leaflet was not grasped and was actually grasped on to chordae. Image resolution poor is related to procedural circumstances as poor echo visibility was reported. Difficult or delayed positioning associated with leaflet grasping was related to procedural conditions and due to poor echo visibility. Foreign body in patient appears to be due to the procedural circumstances associated with the clip being deployed only on the anterior leaflet and chordae. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 3+. A xtw (lot: 40815r2083) was chosen for implantation. The septal leaflet was barely visible on imaging when attempting to grasp. Before release, it was thought that anterior and septal leaflet were properly grasped. However, after release it was clear that the septal leaflet was not grasped and was actually grasped on to chordae. A second xtw was then placed in central position to stabilize the first xtw. Both clips were stable. The procedure ended with tr reduced to grade 1. There was no evidence of tissue or chordal damage. There was no clinically significant delay.